Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag had particulate matter in an unspecified location. This was discovered after the product was filled with unspecified medicine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection was performed and particles of foreign matter were identified inside the device. The reported condition was verified. The cause was unable to determine however it was most likely inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.